Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of an ivc filter because of their history of recurrent deep vein thrombosis (dvt) and multiple chronic pulmonary emboli (pe) despite taking coumadin. During placement of the ivc filter via the right femoral vein, the filter was deployed with superior aspect just below the left renal vein without any complications and the postoperative position appeared good. According to the information received in the patient profile form (ppf), approximately on or about five years and six months post ivc filter implantation, the patient reports to suffer from blood clots, clotting, and/or occlusion of ivc, as well as having venous collaterals and the physician recommendation against removal of the filter. There have been no attempts to remove the filter. As a result, the patient now suffers from general pain and mental anguish. A review of the manufacturing documentation associated with lot (15104042) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records indicate that the patient underwent placement of an ivc filter because of their history of recurrent deep vein thrombosis (dvt) and multiple chronic pulmonary emboli (pe) despite taking coumadin. During placement of the ivc filter via the right femoral vein, the filter was deployed with superior aspect just below the left renal vein without any complications and the postoperative position appeared good. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to thrombosis, thrombolysis, occlusion, the development of venous collaterals, and an inability to safely remove the filter. Per the patient profile form (ppf), approximately five years and six months post ivc filter implantation, the patient reports to suffer from blood clots, clotting, and/or occlusion of ivc, as well as having venous collaterals and the physician recommendation against removal of the filter. There have been no attempts to remove the filter. As a result, the patient now suffers from pain and anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, thrombosis and occlusive thrombosis within the filter and vasculature do not represent product malfunctions and may be related to underlying patient specific issues. Collateral circulation does not represent a device malfunction and is related to underlying patient conditions. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date in section is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to thrombosis, thrombolysis, occlusion, the development of venous collaterals, and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain arid suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis and occlusion within the inferior vena cava does not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to thrombosis, thrombolysis, occlusion, the development of venous collaterals, and an inability to safely remove the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain arid suffering, and other damages. No additional information is available.